Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') and multiple episodes of device expulsion ('essure devices which may have migrated back into the endometrial cavity', 'malposition of essure device /malposition of essure device location of device: extending into the endometrium from the bilateral cornua/ migration of essure location of device: endometrial cavity,') in an adult female patient who had essure (batch no. D01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included body mass index normal. *current weight 142 lbs. Previously administered products included for birth control: implanon. Concurrent conditions included asthma. Concomitant products included paracetamol (acetaminophen) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea,"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/ headaches") and headache ("migraines/ headaches"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe:mood swings"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced the first episode of device expulsion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/chronic pain"), abdominal pain lower ("severe lower abdominal pain"), menorrhagia ("excessive and abnormal bleeding during menstruation"), dysgeusia ("metallic taste in her mouth"), urinary tract infection ("urinary tract infection"), the second episode of device expulsion ("essure devices which may have migrated back into the endometrial cavity"), hair growth abnormal ("increased hair growth"), ovarian cyst ("ovarian cyst") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, menorrhagia, dysgeusia, urinary tract infection, the last episode of device expulsion, vaginal haemorrhage, mood swings, hair growth abnormal, migraine, headache, nausea, dyspareunia, vaginal discharge, ovarian cyst, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysgeusia, dyspareunia, genital haemorrhage, hair growth abnormal, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of device expulsion and the second episode of device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: results: curvilinear echogenic devices extending into the endometrium from the bilateral cornua. Essure devices which may have migrated back into the endometrial cavity. Concerning the injuries reported in this case, the following one/ones were extracted from patient¿s medical records : device expulsion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain lower, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event was added- general abnormal bleeding, and abdominal pain. Reporter information added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device expulsion ("malposition of essure device /malposition of essure device location of device: extending into the endometrium from the bilateral cornua/ migration of essure location of device: endometrial cavity,") in a female patient who had essure (batch no: d01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included body mass index normal. Current weight 142 lbs. Concomitant products included paracetamol (acetaminophen) and salbutamol sulfate (albuterol sulfate). In july 2015, the patient experienced nausea ("nausea,"). On (B)(6) 2015, the patient had essure inserted. In august 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/ headaches") and headache ("migraines/ headaches"). In september 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2015, the patient experienced mood swings ("hormonal changes describe:mood swings"). In november 2015, the patient was found to have weight increased ("weight gain"). In july 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced the first episode of device expulsion (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain lower ("severe lower abdominal pain"), menorrhagia ("excessive and abnormal bleeding during menstruation"), dysgeusia ("metallic taste in her mouth"), urinary tract infection ("urinary tract infection"), the second episode of device expulsion ("essure devices which may have migrated back into the endometrial cavity"), hair growth abnormal ("increased hair growth") and ovarian cyst ("ovarian cyst"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, dysgeusia, urinary tract infection, the last episode of device expulsion, vaginal haemorrhage, mood swings, hair growth abnormal, migraine, headache, nausea, dyspareunia, vaginal discharge, ovarian cyst and weight increased outcome was unknown. The reporter considered abdominal pain lower, dysgeusia, dyspareunia, hair growth abnormal, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of device expulsion and the second episode of device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Ultrasound scan vagin : on (B)(6) 2016: results: curvilinear echogenic devices extending into the endometrium from the bilateral cornua. Essure devices which may have migrated back into the endometrial cavity.. Concerning the injuries reported in this case, the following one/ones were extracted from patient's medical records : device expulsion. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: abdominal pain lower, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2018: quality safety evaluation of product technical complaints. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device expulsion ("malposition of essure device /malposition of essure device location of device: extending into the endometrium from the bilateral cornua/ migration of essure location of device: endometrial cavity,") in a female patient who had essure (batch no. D01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included body mass index normal. *current weight 142 lbs. Concomitant products included paracetamol (acetaminophen) and salbutamol sulfate (albuterol sulfate). In (B)(6) 2015, the patient experienced nausea ("nausea,"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/ headaches") and headache ("migraines/headaches"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe:mood swings"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced the first episode of device expulsion (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain lower ("severe lower abdominal pain"), menorrhagia ("excessive and abnormal bleeding during menstruation"), dysgeusia ("metallic taste in her mouth"), urinary tract infection ("urinary tract infection"), the second episode of device expulsion ("essure devices which may have migrated back into the endometrial cavity"), hair growth abnormal ("increased hair growth") and ovarian cyst ("ovarian cyst"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, dysgeusia, urinary tract infection, the last episode of device expulsion, vaginal haemorrhage, mood swings, hair growth abnormal, migraine, headache, nausea, dyspareunia, vaginal discharge, ovarian cyst and weight increased outcome was unknown. The reporter considered abdominal pain lower, dysgeusia, dyspareunia, hair growth abnormal, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of device expulsion and the second episode of device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: results: curvilinear echogenic devices extending into. On (B)(6) 2016: confirmation test conducted. Results not available. On (B)(6) 2016: ultrasound scan vagina- curvilinear echogenic devices extending into the endometrium from the bilateral cornua. These likely represent essure devices which may have migrated back into the endometrial cavity. Concerning the injuries reported in this case, the following one/ones were extracted from patient's medical records : device expulsion. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: abdominal pain lower, urinary tract infection. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received. Lot number was added. Patient's demographics was added. Added event abnormal bleeding(vaginal, menorrhagia), mood swings, increased hair growth, malposition of essure device location of device: extending into the endometrium from the bilateral cornua/ migration of essure location of device: endometrial cavity migraines ,headaches, nausea, dyspareunia (painful sexual intercourse), vaginal discharge, ovarian cyst, weight gain, she did you undergo an essure confirmation test. Updated onset date of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.